Manufacturer narrative:
(B)(4). The complainant indicated that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a bilateral sacrospinous hysterocolpopexy, anterior colporrhaphy, and cystoscopy procedure in late 2009 to treat her stage ii uterovaginal prolapse and stress urinary incontinence. During the procedure, the sacrospinous ligaments were accessed without difficulty. However, a leg assembly accidentally perforated the patient's inferior vesical artery during tissue dissection, causing bleeding. The estimated blood loss was 250ml. Six hours after the procedure, the patient developed lower abdominal pain, hypotension, tachycardia, and dizziness. Reportedly, the patient was pale, she had a firm and slightly distended abdomen, and her hemoglobin level decreased from 13.3 g/dl (pre-procedure) to 8.3 g/dl (post-procedure). The physician opined that the hemorrhage had been progressing rapidly based on the discovery of a left-sided, fluctuant vaginal hematoma, which had not been present during the procedure. Interventional radiology was consulted for pelvic artery embolization. Pre-embolization angiogram demonstrated extravasation from the left inferior vesical artery. The inferior vesical artery demonstrated an abnormally rounded course due to the underlying hematoma. According to the physician, the uphold device only contributed to the bleeding caused by the perforation, and was not related to any of the patient's other complications. An interventional radiologist performed a superselective embolization of the inferior vesical artery supplying the pelvic hematoma using a right transfemoral approach. The left internal iliac artery was selectively cannulated, superselectively catheterized, and embolized. The patient required a transfusion of two units of red blood cells, but the acute post-operative blood loss was managed successfully with selective artery embolization. Post-procedure, the patient was clinically stable, and her hemoglobin levels had stabilized to 8.0g/dl. Reportedly, at a 7-week follow-up, the patient was feeling well, her hematoma had resolved, and she had no symptoms of anemia. Per the physician, all other information is unavailable.